Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to attach to the treseba pen. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported having vision issues and having difficulties attaching the bd pen needle onto treseba pen".

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to attach to the treseba pen. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported having vision issues and having difficulties attaching the bd pen needle onto treseba pen."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned (21) 32gx4mm bd pen needles from lot# 1350732. The customer reported difficulties attaching the pen needle onto a pen. All 21 pen needles were able to attach to the pen injector, expel, and detach from the pen injector properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to attach to the treseba pen. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported having vision issues and having difficulties attaching the bd pen needle onto treseba pen."